Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic history verified a vent inop occurrence due to a flow sensor failure. The service technician replaced the sensor board to correct the finding. Extended self testing (est) and performance verification testing was completed and tests passed per operating specifications.

Manufacturer narrative:
Printed circuit board (pcb).